Manufacturer narrative:
Results- the defect was confirmed on the basis of the evaluation of the retained samples from this lot number showing signs of label lift. Conclusion- it has been determined that wear on a number of components of the labeling equipment had given rise to labels not being completely adhered to the needle shields.

Event description:
It was reported that the bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needles were stuck together via their sticky labels. The edges were nor attached completely on the msn's plastic body, some labels peeled off at both ends. And some needles opened because of detached label. No medical intervention or injury occurred.